Manufacturer narrative:
Attachment medwatch report #mw5118280. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report mw5118280 received that states that "amulet laao device became unattached from delivery cable while still within the delivery sheath. This became evident after device was partially deployed and could not be re-captured. Device eventually fully left the delivery sheath and embolized. The device traveled from the left atrium, to left ventricle and ultimately to the ascending aorta. Several snaring attempts were made until it was noted that the ascending aorta had dissected. Snaring attempts were stopped and patient was transferred out for higher level of care where he underwent aortic root replacement. The patient ultimately passed away two days later." It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer torqvue 45x45 delivery sheath. During device preparation, the device was initially prepped/de-aired and then moved to the table. It was reported the delivery cable was checked and the device was still attached. A scrub tech and physician then proceeded to hook up the manifold to the device to prepare for a wet-to-wet connection when air was accidentally aspirated into the loader. The device preparation was recompleted, two scrub techs re-prepped and de-aired the device a second time before brought back to the table. The physician checked and confirmed the delivery cable was still attached before advancing the device through the delivery sheath. The device was pushed up to the distal marker and positioned in the left atrium using fluoroscopy and transesophageal echocardiography guidance. When the device was partially deployed, the device prematurely detached from the delivery cable. A decision was made to snare the device via transcatheter gooseneck snare while the device disc was still in the loader but was unsuccessful due to the curvature of the sheath. Several recapture attempts were made before the device completely embolized into the aorta. The device disc was positioned at the aortic rim of the aortic root. A decision was made to recapture the device again via arterial access and the ascending aorta dissected during this process. The patient experienced relative hypotension due to the aortic dissection and a low dose vasopressor was administered. The aortic dissection was caused by the tools used in an attempt to snare out the amulet occluder. The patient was then transferred to an outside hospital for treatment and surgical removal of the device. The occluder was emergently explanted later that day on (B)(6) 2023 during the aortic root replacement surgery. The patient ultimately passed away 2 days later ((B)(6) 2023). It was reported the physician could not recall feeling the usual resistance when they twisted the cable during deployment but did not realize this until after the procedure.

Manufacturer narrative:
An event of the device prematurely detached from the delivery cable upon partial deployment, device embolization during severe recapture attempts and patient death was reported. It was also reported that an attempt to recapture the device via arterial access dissected the ascending aorta requiring surgical repair. Information from field indicated that the aortic dissection was caused by the tools used in an attempt to snare the occluder and was not caused by the amulet device itself. The embolized device was removed during the surgical intervention to fix the dissected aorta. Field also indicated that the physician does not recall if usual resistance was noted while the cable was twisted during deployment but until after the procedure. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "aspirating is not recommended because air can be introduced into the system." And "ensure the device is attached to the delivery cable by rotating the delivery cable vise clockwise until resistance is felt."